Event description:
Seventeen staff members experienced cracking, itching, drying out, and sores on their hands after using vinyl exam gloves. One staff member went to doctor for treatment. Doctor felt reaction was from hard water.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 16.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.